Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the instructions for use (IFU). A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the IFU sections: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The inspection found foreign objects coming from the nozzle. During evaluation of the device, the following was also reported: due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of up and down knob is out of the standard value; deterioration/damage of adhesive (due to chemical/physical stress); adhesive on bending section cover rubber had a crack; due to clogging of nozzle, water removal ability does not meet the standard value; adhesive around objective lens is peeled; adhesives around light guide lens had a white-clouded area; plastic distal cover had a burn; plastic distal cover had a scratch; connecting tube had a scratch; connecting tube had a wrinkle; image guide protector had a scratch; paint on air and water cylinder was peeled; switch 2 had a scratch; universal cord had a scratch and a wrinkle; grip had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, a flex video scope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that a foreign object came out of the nozzle. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.